Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of a battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Subsequently this pacemaker was explanted and another pacemaker was implanted. This pacemaker has not been returned. No additional adverse patient effects were reported.